Event description:
This patient experienced a sudden cardaic death two days after having two cypher stents implanted in the proximal to mid left anteriror descending artery (lad). Due to the acute timeframe, no angiographic assessment was possible; however a thrombotic event is suspected. Patient with a past medical history of diabetes, hypertension, previous pci, history of lung ca, and currently under treatment for metastatic liver ca, was admitted to the hospital with a chief complaint of angina. The patient was currently taking aspirin, ticlid, ditiazem, and isosorbide. The patient was taken electively to the cardiac cath lab, where angiography revealed de novo, b2-type lesion extending from the proximal through the mid lad. A bolus of 5,000 units of heparin was administered via IV. No act's were measured during the case. There were no difficulties in accessing or wiring the vessel noted. The proximal lad was predilated (balloon and pressures unknown). A 3.0 x 23mm cypher stent was deployed in the proximal lad to 12 atms for 45 seconds. The stent was then post-dilated (balloon and pressures unknown). A 2.5 x 33 cypher stent was deployed to 12 atms for 45 seconds in overlapping fashion with the first with satisfactory results. The stent was not post-dilated. Residual stenosis was reported to be 0%. The patient was discharged from the cath lab on the same pre-procedure medications. After two days, the patient's condition deteriorated. St elevations were observed in ECG leads v1 through v4 (anterior). Thrombolytics were administered via IV; however, the patient expired before the physician was able to confirm thrombus via angiography. It is believed by the physician that an acute closure occurred. Physician's comments: if we assume that thrombus was present, the patient was a diabetic patient who was at high risk and had other risk factors. The cause of death was due to the acute closure, but not related to the product. Note: stent is not distributed in the us; however, it is similar to us product. This is one of two reports submitted for the same event. Please reference MFR report #'s 9616099-2005-01176.